Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high out of range pacing lead impedance was observed on the right ventricular lead. Patient was asymptomatic. The right ventricular lead was capped and replaced on (B)(6) 2018. Patient was stable.